Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit powered on properly after battery installation. Proceeded to cut unit open to perform deconstructive analysis. Moisture damage was found on electronic assembly. Unit was also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case ¿ display window corner, keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) was noted. Additionally, customer allegations with battery cap damage were confirmed when unit was received with original battery cap missing battery cap contacts. Unit was also received with corroded battery tube. Allegations for moisture damage were also confirmed when moisture damage on electronic assembly was noted. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump and the pump fell into the toilet. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported battery cap damage and battery cap contact damage. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.